Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead and because of thres holds it was not able to be programmed around. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076-45 implantable pacing lead 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.